Event description:
While servicing this device for another issue, the philips field service engineer (fse) found that the device failed the defib test segment of the user initiated operational check (opcheck) with low test energy delivery levels (25% low). There was no patient involvement.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Pr #: (B)(4). A follow up report will be submitted upon completion of the investigation.